Manufacturer narrative:
The device was received undeployed and the pink slide insert was not visible through the viewing window of the top housing. No abnormalities were found with the needle mechanism. The components of the drive mechanism were inspected under a microscope and no damages or defects were found. An 0x41 alarm was generated during the run along with rotational abnormalities. First prime also ended prematurely at 35 pulses. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and no hazard alarms or rotational abnormalities were observed in the rerun. Black markings were observed on the chassis top left corner. The rotational sensor assembly malfunction contributed to the hazard alarm resulting in the device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.